Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, during a procedure at c2-odontoid-dens, the k-wire broke in the patients bone. The surgeon reportedly said the k-wire broke during drilling, and pieces of it came out the aiming arm. The surgeon completed the procedure and reported that all pieces were retrieved. However, the nurse and the scrub tech were unsure if all pieces were retrieved. No x-rays were taken.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.